Event description:
(B)(4). Aches, hardly able to walk, pain in abdominal, leg and feet pain, gurgling in stomach, sex pain, numbness all over, fatigue, sick all of the time, weight gain, bloating, I have 2 children now 6 and 3 I can't even enjoy. My life was ended when essure was implanted.